Manufacturer narrative:
D10: 02-012-41-3030 - logic tibia traptray cem sz 3f/3t 5722305, 02-012-42-3008 - logic pts, size 3, 8mm 2060357, 02-020-11-0230 - truliant ps cem fem ps cem left sz 3 6086042, 200-02-38 - three peg patella 38mm 6067890, 201-78-12 - holding pin lg head sharp point med 2pk 2410607. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from prosthesis wear, instability and loosening or due to inclusion of the polyethylene in the packaging recall. A contributing factor to the reported wear on the tibial insert may have been due to the revised tibial insert having been packaged in a non-conforming bag for five years. However, the reported prosthesis wear, instability and loosening cannot be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images radiographs, or relevant clinical information were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
According to the information provided, the patient underwent a left knee replacement. In the ensuing time, the patient began to suffer from symptoms, including pain and lack of mobility, and enduring limitation on activities of daily living, quality of life and ability to perform work functions. Approximately 3 years and 2 months later, the patient was revised due to prosthesis wear, instability and loosening. Because the patient has filed a long form, it appears that they are alleging prosthesis wear of their exactech device. The patient has suffered and continues to suffer permanent and debilitating injuries, including but not limited to, significant pain, discomfort, gait impairment, poor balance, difficulty walking, component part loosening, soft tissue damage, bone loss and other injuries presently undiagnosed, which will require ongoing medical care.